Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 30-jul-2018 with the following findings: a review of the pump¿s black box showed cs 078 motor errors. During testing, the pump was exercised for 24 hours with no call service alarms or errors occurring. The complaint of a call alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the original complaint, the pump cover was removed and moisture corrosion was located on the motor flex connector and components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.